Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications or consequences that were reported to have occurred. Six (6) years post implant, the patient had a transesophageal echocardiogram (tee) procedure due to having reoccurring transient ischemic attacks. The tee imaging showed that the closure device was not fully sealed. The patient will be restarted on anticoagulation medication. It was further reported that the patient had a 16mm non-boston scientific atrial appendage device implanted on (B)(6) 2023 to treat the leak.

Manufacturer narrative:
B3: date of event - aware date used as event date is unknown.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications or consequences that were reported to have occurred. Six (6) years post implant, the patient had a transesophageal echocardiogram (tee) procedure due to having reoccurring transient ischemic attacks. The tee imaging showed that the closure device was not fully sealed. The patient will be restarted on anticoagulation medication.

Manufacturer narrative:
B3: date of event - aware date used as event date is unknown.